Event description:
This report pertains to second of three captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the device would not cut, and the device would not close. A second captivator cold single-use snare was used; however, the same problems happened. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. H6 has been updated based on the correction that was identified on february 10, 2025.

Event description:
Note: this report pertains to second of three captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the device would not cut, and the device would not close. A second captivator cold single-use snare was used; however, the same problems happened. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.